Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device initally worked intermittently and then it got hot and stopped working completely. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01354. The same patient is represented in each medwatch.